Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50 . Serial: (B)(6) . Batch: (B)(6) .

Event description:
It was reported that the patient experienced shocking sensation even though the stimulator was off. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were kept by the medical facility.